Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that the patient started experiencing "too much pain" from the implant "about six months ago." They reported the pain improved when they decreased therapy strength. They turned therapy off four months ago, and had the device surgically removed this past friday, (B)(6) 2021. No further action was taken by the manufacturer help line. The patient stated they were hoping the pain would subside after explant. There were no device issues nor further patient complications reported at this time.

Manufacturer narrative:
Date of event: date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.